Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, reservoir tube window corners and reservoir tube window, minor scratched lcd window, and partially broken reservoir tube lip. The pump was received with missing reservoir tube lip o-ring. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. No traces of moisture were noted at electronic, motor or reservoir tube assemblies per visual inspection. (B)(4).

Event description:
The customer reported via phone call of a broken reservoir on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the reservoir rim is corroded. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.